Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed as an interim resolution. The patient is stable with no consequences.

Event description:
Additional information was received that there was suspected lead damage but it was not confirmed.